Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (does not power up) was confirmed and found to be caused by a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the subject device would not turn on due to failure of the substrate of the printed circuit board. However, a definitive root cause could not be identified. In addition, service found the liquid crystal display (lcd) was scratched; however, the image was still displayed. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported while preparing the subject device for use during an unspecified procedure, the device would not power up. The issue reportedly occurred multiple times; however, no specific dates were known. The intended procedures were successfully completed. There was no patient or user injury reported due to the issue.